Event description:
The devices were implanted into a heavy pt with no proximal bone support and a broken greater trochanter, which was attached with a gtr clamp device with cables. The stem broke 3 to 6 months later and was revised.